Event description:
It was reported that shaft leak occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was initially treated with multiple balloon inflations and the shockwave device, followed by pre-dilation using a 2.5mm balloon. A 2.50 x 28mm synergy xd drug-eluting stent was advanced and delivered; however, the physician was not able to fully inflate the balloon, only about a 1mm segment at the proximal end of the stent. The stent was removed from the guide catheter and remained intact on the balloon catheter. Further inspection was performed, and a leak was noted at the connection of the flexible and stiff shafts, with a hole in the catheter. The device was removed from the sterile field, and the procedure was completed with a non-boston scientific device. No patient complications were reported except for just a short delay in stent placement.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.